Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, causes for the reported clip opening during efaa and clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Triluminate pivotal study report patient ID: (B)(6). It was reported that this was a triclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 3. One triclip was implanted without issue. The second triclip grasped the posterior and septal leaflets. Establishing final arm angle (efaa) testing was performed and it was noted that the triclip arms gradually opened to about 35 degrees. Standard troubleshooting maneuvers were performed and the triclip continued to relax, but not open. The physician decided to continue with deployment. Upon deployment, the triclip again opened to about 35 degrees, but remained stable on the leaflets. The tr was reduced to grade 1-2. There was no adverse patient effect or clinically significant delay. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).